Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during stenting treatment procedure, stent dislodgement occurred. The physician advanced the unspecified ion stent delivery system (sds) to the unspecified target lesion. The sds had difficulty crossing the lesion and the stent became partially dislodged from the balloon. The device was successfully removed from the patient and the procedure was completed with an unspecified device. No patient complications were reported.